Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a broken tip. The broken piece was not left in the patient and it was not returned as it was lost in the reprocessing. Also, it was confirmed that no fragment fell into the patient's anatomy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken spatula at the midpoint of the spatula. A piece, approximately 0.036" x 0.065", was found to be broken off of the instrument. The broken piece was not returned with the instrument. This failure is typically associated with mishandling/misuse. Additional observations not reported by the site were also identified. The instrument was found to have a frayed pitch cable at the distal clevis hub. The housing was removed from the back end, and no damage was observed.